Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the shaft was separated. Additional reported information indicates that the site was not aware of the shaft separation.

Event description:
It was reported that during the procedure in the right coronary artery (rca), the 3.5x33 rx xience prime stent balloon was inflated to 14 atmospheres and the stent was deployed. The stent was confirmed to be well apposed to the vessel wall. When the physician attempted to remove the balloon from the implanted stent, resistance was felt and it was observed that the balloon had not deflated. The physician pulled the stent system back with the inflated balloon through the rca to the 7f guide catheter; however, the balloon became caught at the guide catheter. The stent system, guide catheter and the guide wire were removed as a single unit from the anatomy. A new guide catheter and new guide wire were inserted to continue with the procedure in which two new xience prime stents (3.5 x 28 and 4.0 x 28) were deployed successfully in the rca. The patient remained stable throughout the procedure and there was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ironman, inflation device: merit, guide cath: 7f. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The distal shaft was separated. The reported deflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty to remove and detachment could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.